Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be determined. The event can be detected by following the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera bronchovideoscope the device was not producing an image. The issue was found during preparation for use during an unknown procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation could not be confirmed. Additionally, the device evaluation found leakage from the light guide cover to the control body cover and the up angulation was not within specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.